Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007- the patient was implanted with 3 non-davol devices for a pelvic repair. On (B)(6) 2009- the patient was implanted with 2 bard flat mesh devices during a pelvic repair procedure. The attorney's report alleges add'l medical/surgical treatment, nerve damage, permanent injury, defective mesh. Reference 1213643-2013-00299 for the add'l bard flat mesh that was implanted in the patient.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request add'l info. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all patient, event and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.